Event description:
It was reported that prior to starting a da vinci si surgical procedure the plastic around the jaws of the fenestrated bipolar forceps instrument was observed to be brittle. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument yaw pulley was broken. The one yaw pulley was missing a .240 x .060 piece on the side opposite the conductor wire. The grip was able to move within the yaw pulley and had a larger range of motion in the yaw as a result of the breakage. Engineering also found that the instrument conductor wire was broken. The one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. Engineering also observed the top bipolar pin was bent downwards. A bipolar cord cannot be installed due to the damage. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.